Manufacturer narrative:
E1: initial reporter address - (B)(6). E1: initial reporter postal code ¿ (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was observed at the hospital during storage prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: the lot was manufactured between february 25-26, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid inside a purple color bag that contained the infusor device which suggested leak may have occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.